Manufacturer narrative:
No additional uploads into the remote monitoring system has been performed. As the patient is in hospice care and the device has been deactivated, no interventions are expected to be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a field representative was called to a hospice facility to deactivate this cardiac resynchronization therapy defibrillator (crt-d). When the field representative arrived, he noticed that a magnet had been taped over the crt-d. Interrogation revealed that the device was in monitor only due to the presence of the magnet. In addition, the field representative reported that the crt-d had displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The crt-d was programmed to monitor only with right ventricular only pacing and a long av delay so that the patient isn't receiving both pacing and shock therapy. The field representative notified the hospice center about the code 1003 observed with the device. No adverse patient effects were reported.